Manufacturer narrative:
The lead was returned due to infection. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination of the lead did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2024-00811 related manufacturer reference number: 2017865-2024-00813 it was reported a patient presented with an infection, hematoma, and device and lead erosion. The system was explanted in a procedure on (B)(6) 2023. Post-procedure the patient was stable.